Manufacturer narrative:
(B)(4). Analysis is normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient presented with fevers and evidence of pocket erythema and swelling, and was found to have staph bacteremia. The device was explanted due to infection. The procedure was performed without issues.